Event description:
It was reported there was a problem with the cable while it was being used on a patient. Additional information was subsequently received stating there was a problem with the vs or the as markers. The cable was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis of the cable found that a proximal connector was no longer connected to the cable assembly, and the connections inside of the proximal connector were corroded on the edges. A corrosive coating was observed on the outside of the proximal connector and alligator clips. The cable passed a continuity test done from the alligator clips to the wire at the end of the cable. However, regular continuity tests could not be done due to cable damage.